Event description:
Reporter alleged discrepant blood glucose results of 319 mg/dl back to back with a result of 66 mg/dl when testing was performed less than 10 minutes apart on the advantage system. It was stated a third blood glucose test of 222mg/dl was obtained back to back on the same system in less than 10 minutes of the 66mg/dl result. No symptoms were reported. No reported actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.